Event description:
During an atrial fibrillation procedure, an increased amount of air compared to normal was introduced into the sheath during insertion of the non-abbott (boston scientific) fara wave catheter. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.